Event description:
It was reported that the implantable cardiac monitor (icm) experienced an electrical reset due to battery supply low. It was noted that the icm patient had a cardioversion procedure on the day that the reset had occurred. It was further noted that the reset was cleared via the remote monitoring network. It was additionally noted that the reason for monitoring was reset and the device will need to be reprogrammed to resolve the issue. The icm remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.